Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected undersensing. The decision was made to leave this pacemaker implanted and replace the associated right ventricular (rv) lead. No additional adverse patient effects were reported.